Event description:
Technician alleged the cardio pulmonary resuscitation was not working. No patient impact.

Manufacturer narrative:
The technician found the cause to be the cardio pulmonary resuscitation link was loose. The technician adjusted and tightened the cardio pulmonary resuscitation link to resolve the issue.